Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error, the image not restoring after aeration, white residue in the air/water supply. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported malfunction communication error e226 was caused due to leakage. The most probable cause of the b30 scope communication error and the image not restoring after aeration was traced to the component failure. The most probable cause of the white residue in the air/water supply could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed scope communication error code e226. The issue occurred during inspection for use. There were no reports of patient involvement.